Event description:
It was reported that the patient with this pacemaker had a punctured lung during surgery. At this time, this pacemaker remains in service. No additional adverse patient effects were reported.